Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, she noticed that after she put on her polarized sunglasses, she could see a reflection of concentric circles on the back surface of the sunglasses. The consumer reported she tried on her husband's sunglasses with the same result. She further stated that when she used her hand like a visor to shade her eyes, the circles went away. Additional information has been requested. The fellow eye has previously been reported under manufacturer report # 1119421-2011-01191.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on 10/31/2011 by fax and mail. A completed questionnaire has not been received. (B)(4).